Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, the catheter shaft fractured. As the physician was preparing a taxus liberte - 2.5 x 8 mm drug eluting stent he noticed the shaft had fractured in two pieces. Consequently, the stent never touched the patient. No pt injury or complication was reported. The procedure was successfully completed using another taxus liberte - 2.5 x 8 mm drug eluting stent. Patient status is reported as "satisfactory/good."